Event description:
High impedance was observed and the patient underwent lead revision surgery. Proper pin insertion was checked and lead pin was re-inserted to rule out incomplete insertion as the cause of high impedance. High impedance was present even after lead pin was re-inserted. Generator was checked with test resistor and the impedance was fine. After this, the lead was replaced. Lead was discarded.